Event description:
Ventilator-4. A mode change was attempted to incorporate imv (intermittent mandatory ventilation). Ps/imv mode was unable to deliver imv breaths. The mode was then changed to pcv and again was unable to deliver breaths. The pt was manually ventilated and this malfunctioning ventilator was replaced.